Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye identified a cut or hole in the silicone tubing approximately one (1) inch from the closed twist clamp. Functional clear passage and clamp function tests were performed with no issues noted. Functional testing revealed a leak from the cut in the silicone tubing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a pin hole in the plastic tubing (silicone tubing) of the minicap transfer set which resulted in a leak. This was observed during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.